Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported possible exchange of implant with no complaint against the device. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted. This relates to the right side.

Event description:
Patient reported possible exchange of implant with no complaint against the device. Healthcare professional later reported capsular contracture, baker grade iii. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-ndr and use error: observed, more than three openings on radius side assessed as surgical damage per rga. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.